Manufacturer narrative:
Evaluation summary: the closurefast catheters was returned for analysis. No cine images or procedure notes were returned for evaluation. The catheter was examined: visual inspection of the catheter shaft revealed no abnormalities or deformities. The heating element /coil was observed to have damage. A burnt/char marked in the coil was observed. Visual inspection under magnification revealed the fep was damaged. Red dried material was observed within the fep. The coil is exposed. The appearance of the damage/char mark on the coil is due to uneven compression of the vein over the full length of the heating element.

Event description:
The physician used a closurefast catheter for radiofrequency ablation procedure. It was reported the physician ablated one side of the leg, the catheter was removed from the patient; attempts were made to flush the catheter before reinsertion but found to be occluded. Another catheter was used to treat the patient without any issues noted. No patient injury reported.